Manufacturer narrative:
H.6. Investigation summary: lot number provided is not a valid lot for any bd product. Since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that the needle had pierced through bd saf-t-intima¿ IV catheter safety system before use, and the extension tubing was damaged. The following information was provided by the initial reporter, translated from chinese to english: "1. Needle through catheter. 2. Ext. Tubing damaged. 3. Needle encased in catheter (the length of catheter is longer than needle)(lie distance incorrect)."

Manufacturer narrative:
Although the reported lot # [8122736] has been confirmed to be correct by the customer, it was not found for the reported catalog # [383313] on sap. Once the manufacture and expiration dates are provided by the customer, a supplemental report will be filed. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle had pierced through bd saf-t-intima¿ IV catheter safety system before use, and the extension tubing was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "1. Needle through catheter . 2. Ext. Tubing damaged. 3. Needle encased in catheter (the length of catheter is longer than needle)(lie distance incorrect)".